Manufacturer narrative:
The reason for this revision surgery was reported as the modular neck dislocated from an alpha ii revision stem after 5.5 years of patient implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. A review of the product complaint report history showed there have been 4 prior complaints reported against this part number; summary of investigations: 1 dislocation, 3 disassociation. This is the first complaint against this lot number. The surgeon reported no apparent issues associated with the explanted product and provided no information that definitively described the root cause or reason of the disassociation. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to modular neck dislocation, the surgeon put in an alpha ii revision stem.